Manufacturer narrative:
The device has been requested but to date the incident device has not been received for evaluation. If the device is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device returned due to cautery fire and the pencil tip had melted. No patient involved in this case.

Manufacturer narrative:
Allegation no longer stands with the vlft10 generator. Please refer to regulatory report # 1717344-2017-05637 for update and investigation results and conclusion. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, the pencil was returned due to cautery fire and the pencil tip melted. No patient involvement in this incident. The original submission of regulatory report #1717344-2017-05505 had alleged the vlft10 generator as the primary device at fault, since no information was known of concomitant products. As of the (B)(6) 2017, medtronic had received the pencil and the tip used in the incident. The allegation now stands with the pencil tip and is addressed in report #1717344-2017-05637.